Event description:
IV fluid programmed to run @ 48 mls/hr. IV pump malfunctioned and the patient received 1,000 mls of IV fluid in approximately 4 hours.

Event description:
IV fluid programmed to run at 48 mls/hr. IV pump malfunctioned and the patient received 1,000 mls of IV fluid in approximately 4 hours.